Event description:
It was reported that resistance was noted when removing the yellow protective sheath from the 3.5 x 15 mm nc trek balloon dilatation catheter. After removal of the sheath, the physician was uncomfortable with the appearance of the balloon and therefore did not insert it in the patient. A second 3.5 x 15 mm nc trek balloon also had similar resistance and appearance post sheath removal, this device was also not used. A third nc trek was used to complete the procedure. The balloons were not soaked or wiped with saline solution during preparation. There was no clinically significant delay in the procedure and no patient involvement. No additional information was provided. Return device analysis of the 2nd nc trek revealed the inner member was separated at the middle of the proximal balloon marker.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the reported difficulty to remove the protective sheath was able to be confirmed. The balloon was tightly folded, indicating that it had not been inflated. The outer member was necked at the proximal balloon seal. The inner member was separated at the middle of the proximal balloon marker. The material was jagged at the separation. Based on an expanded investigation and further review of the complaint handling database and other sources of nonconformity data, it was determined that the device performance with regards to the difficulty with removing the protective sheath and subsequent atypical appearance of the balloon were potentially related to a manufacturing issue. Corrective and preventive actions to address this issue are in the process of being implemented and the performance of these devices will continue to be monitored.